Event description:
It was reported there was a problem with the patient programmer. They were unable to make an adjustment with the antenna attached. The patient had not tried it without the antenna. There was a communication problem. About a month prior to report, there was no communication with the patient programmer and the implantable neurostimulator recharger (insr). The insr was able to take a charge. The patient had thought their ins had depleted but the doctor stated it had not. The replacement equipment had arrived the day after report. They wondered if the desktop charger and the insr worked any longer. The patient tried both the patient programmer replacement and the insr replacement and there was still ¿no contact¿ with the ins. Additional information received reported the doctor saw the patient and it was unknown if there was a 50% or greater symptom reduction and the cause of the event was not determined. The ins would not charge. They were instructed to schedule reprogramming. The patient had low back pain and since their last visit there had been no change. The medications worked okay but they did not feel that their spinal cord stimulator (scs) worked properly and they could not get it to charge right. Their pain radiated down both legs and the pain was worse with activity, sitting, standing, and walking. The pain was moderate to severe in intensity. They had a dull ache and their toes were numb at times. The patient also had a headache and the pattern of the condition was intermittent. The patient outcome was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Event description:
Additional information received reported the patient was seeing a power on reset (por) message on their patient programmer as well as not being able to adjust stimulation. The patient met with their manufacturer representative and health care provider (hcp) on (B)(6) 2014 and was reprogrammed. At the end of the session the patient was receiving effective therapy in desired areas and the manufacturer representative told the patient they would see a por message and to call in to clear it. The por message was seen on (B)(6) 2014.